Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. H6) a05 - localizer faulted a1102 - error message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed localizer faulted. There was no patient involvement. Additional information was received. It was reported that when they opened network device interface (ndi) toolbox they found bump detector battery fault, bump detected, and storage temperature exceeded. Findings were consistent with camera complementary metal-oxide-semiconductor (cmos) battery fault.

Manufacturer narrative:
The camera, lot number: p904545, was returned to the manufacturer for analysis. The returned positioning sensor unit (psu) contained scratches on the housing and lenses. A check of the event log revealed intermittent firmware incompatibility dating back to september 2020 and intermittent illuminator current low, dating back to april 2023. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .730mm with a passing threshold of .250mm. This psu had not been previously returned for a failure. Codes b01, c08, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that when they opened network device interface (ndi) toolbox they found bump detector battery fault, bump detected, and storage temperature exceeded. Findings were consistent with camera complementary metal-oxide-semiconductor (cmos) battery fault.

Manufacturer narrative:
H2 correction: d4 UDI updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 additional information: d10 updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821 camera, serial lot/sw version: - h3, h6: the system was serviced in the field by a medtronic representative. The camera was replaced to resolve the issue. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.